Event description:
Device was returned for inspection: it appears one of the bars holding the seat in place completely snapped. Chb was able to confirm the customers complaint, but we can not determine the root cause.

Event description:
The end-user went to sit down on the rollator and as he sat it just leaned over and all of the connections pulled out. The rod that connects the handles to the wheels broke. The end-user was injured. His face hit the tile floor in the kitchen. His face on the left side is bruised from eye to the cheek, has a few gashes. Bleed from near left eye. His chest hurts. Got x-ray of chest, no results yet. A CT of his head is scheduled this week.